Event description:
It was reported to philips that the system was restarting automatically. The device was in clinical use at the time of the reported event. No harm was reported to philips.  Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnosis was performed by the customer and the procedure was completed by moving the patient to another room. The philips field service engineer inspect the system onsite and confirm that the system was restarting automatically. Review of the system log file showed that the suite pc was not working as it was tripping off due to x ray lamp circuit. Upon troubleshooting fse found that residual current device (rcd) disconnected due to earth leakage. Fse arrested the leakage and also modified x ray lamp circuit connection to the main system. The system was returned to use in good working order. The codes were updated based on the investigation outcome.